Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the device dislocation, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received. Reporter's information added.lot no. Were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the device dislocation, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Product indication updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- migration:,dyspareunia (painful sexual intercourse, dysmenorrhea (cramping), abdominal pain, back pain, bladder problems, urinary problems, vaginal infection, fatigue, hair loss, migraines and she did not underwent an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.